Manufacturer narrative:
The sample has been received and in-house eval is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during eight different procedures, the surgeon noted a knife was blunt upon making the incision. An alternate knife was used and the case was completed without delay or pt harm. Add'l info has been requested. This is the second of four medical device reports for this facility.